Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the operator checked the position before firing. But when the instrument was fired to the tissue, it didn't make the staple line for some parts of the esophagogastrostomy. The stapler still cut the tissue. There was some blood loss. Another device was used to seal the tissue. Some tissue loss occurred. Operative time was not extended more than 30 minutes.